Manufacturer narrative:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis and suffered from capsular contracture on her right side post-procedure. Upon receipt at mentor, the device was found to be returned without fluid. White material was observed within the device, and brown material was observed on the shell surface. The device appears intact. No other anomalies were discovered. The product evaluation team has concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the individual¿s physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis and suffered from capsular contracture on her right side post-procedure. As a result, the device was explanted and replaced with a mentor smooth round moderate profile 325cc saline breast implant on (B)(6) 2017. Originally, this event was reported to mentor as a unilateral deflation (left side) event. It was subsequently reported via asr on mentor report submission number asr-(B)(4). However, on (B)(6) 2017, mentor was made aware that the patient had her right side device explanted as a result of capsular contracture as well. This portion of the event will be reported as a 30-day MDR.